Manufacturer narrative:
(B)(4) date sent to the FDA: 09/13/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic colectomy procedure on (B)(6) 2016 and the suture was used during dermal suturing for wound closure after the fascia was closed with covidien maxon. During the procedure, the skin around the umbilical area was very hard and when the needle passed through the tissue downwards, the needle tip did not pass through and come out from the tissue because there was a resistance. When, finally, the needle passed through the tissue, it was confirmed that the tip of the needle was broken and missing. It is unsure that the needle breakage occurred due to this dermal suturing at that time. Even though the operative field and the needle holder were checked visually, and the surgical wound area was also searched by hand since there was a possibility that the needle tip might have been embedded in the umbilical area, the needle tip was not actually found. The x-ray was taken during the procedure without finding a broken needle tip piece. The procedure was completed without confirming the presence of a broken needle piece at the wound site. After the CT scan was taken, a metal-like fragment was found. In the operating room, the echo was taken in order to check thoroughly again the area in which the fragment was found via the CT. It was confirmed that the fragment was most likely a needle piece which was broken off during the initial procedure. Under local anesthesia, a subcutaneous tissue was resected partially. When the resected subcutaneous tissue was searched carefully with a scalpel, a broken needle piece was found and confirmed. The broken needle piece was retrieved from the patient successfully. No further information is available.

Manufacturer narrative:
Where was the needle grasped during use - the body part of the needle was grasped during its use. Is the other part of the needle available to be returned for evaluation - no, it is not. Can you send pictures of the broken needle - we cannot do so since the broken needle tip was not returned. Received was one actual sample of z464, lot kc5gmmn consisting of a deformed needle showing a strongly bent up needle attachment end with still attached thread piece of approx. 27 cm length and a fractured needle point area. The needle tip is not present. During visual inspection at the fractured needle, several heavy marks of instrument were found especially at the needle point area, directly at the breaking point and also at the strongly bent needle attachment area which indicates that the needle was handled there. Additionally the needle attachment area shows a cracked area due to this handling. Grasping in the point area could impair the penetration and cause fracture of the needle. User handling was determined to be cause of the needle breakage. Ethicon instruction for use recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point.